Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 14-mar-2016 from an adult (>=18y & <65y) female consumer and forwarded to bayer on 04-aug-2016. The consumer's medical history included hay fever. On (B)(6) 2008 essure (fallopian tube occlusion insert) was placed. The procedure took 8 minutes. On an unspecified date the consumer experienced pain in abdomen, eczema, allergic complaints in eyes, arthralgia, loss of libido, tiredness, mood swings, and swollen abdomen. Those events led her to relation and/or family problems. On an unspecified date she contacted her physician and had appointments rheumatologist. She also smear and MRI done; however, the results were not provided. She was treated with physiotherapy and manual therapy. Essure removal, along with bilateral salpingectomy was performed on (B)(6) 2016. The outcome of the events was recovering. Company causality comment: this spontaneous case report refers an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in abdomen, serious event due to medical importance and listed in essure reference safety information. In this present case, consumer presented pain in abdomen after insertion which led to relation and family problems. Around 8 years after placement, essure was removed and during removal procedure two fallopian tubes were removed as well. Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2016 - quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 738 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers an adult female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in abdomen, serious event due to medical importance and listed in essure reference safety information. In this present case, consumer presented pain in abdomen after insertion which led to relation and family problems. Around 8 years after placement, essure was removed and during removal procedure two fallopian tubes were removed as well. Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information could be obtained.